Manufacturer narrative:
(B)(4). Reporter has indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor pad showed nicks and gouges on the superior side as well as fracture down the center of the product. The device history records were reviewed and no discrepancies were identified. Per the package insert, end of life is normally determined by wear and damage due to use. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the inserter broke during surgery. There was no harm to the patient, no surgical delay, or pieces in the wound. Another instrument was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).